Manufacturer narrative:
It was reported that the device was explanted on 11 november 2020 subsequent to extrusion of the receiver-stimulator. This report is submitted on 28 january 2020.

Manufacturer narrative:
This report is submitted on 16 february 2021.

Manufacturer narrative:
This report is submitted on 25 sep 2020.

Event description:
Per the clinic, the recipient reported of having a strong magnet retention which subsequently generated a skin breakdown under the coil. There was a slight infection which was treated with oral antibiotics. The recipient then, underwent a revision surgery to reposition the internal magnet in order to let the skin heal.